Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was jammed. Customer tried to reboot but issue doesn't resolve. The customer reported that there was a delay, and malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was jammed. A field service engineer contacted the customer and guided them through the process to recover the storage space. The customer successfully recovered the space and was able to remove medications from the drawer without issue. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.